Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The nano meter gave the following blood glucose results within 10 minutes: 415 mg/dl; 110 or 115 mg/dl (customer is not sure of exact result) . No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.